Manufacturer narrative:
Concomitant medical products: product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 399930, lot# v138152, implanted: (B)(6) 2008, product type: lead; product ID 3487a-33, lot# v048368, implanted: (B)(6) 2008, product type: lead; product ID 3487a-33, lot# v051848, implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that the ¿call your doctor¿ icon was displayed. The patient had seen this twice in the past 3 months but the patient had no idea what message was also shown or what coincided it with it coming on the programmer. Later, additional information received reported that there were no error codes eventually obtained. The patient was able to bypass the code and operate the device normally. Further diagnostic or interventions were performed, a couple impedances were noted but were able to be bypassed with programming. They did not use the effected electrodes and were able to reprogram without effected electrodes. There were high impedance readings and the exact readings were unknown. The patient was receiving effective therapy.